Event description:
During surgery, the surgeon tried to bend fibula plate (4 holes) by using bending iron. However, when the surgeon began to put force, the plate broke. The surgeon changed the plate to 5 holes plate and the surgery was completed.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.